Manufacturer narrative:
This report is being submitted, to report additional information. Zimvie received, one implant for evaluation. Visual evaluation of the as returned device identified, the implant with signs of use. Apparent bone,tissue attached to external threads. The implant was fractured at the collar region. Functional testing to recreate the reported event could not be performed, due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event were noted, as part of the DHR. Complaint history review was performed, for the reported lot number for similar events. And no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined, from the investigation are long-term parafunctional habits (e.g., clenching, bruxism and overloading) of the patient over the implantation period patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed, with all the available information. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm, the product was nonconforming at the time of distribution. And no new failure mode, harm or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information to 0002023141-2023-03449.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). D4: lot number is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that upon removal of the abutment, dr saw that the mesial-buccal edge/platform of the implant was broken. Dr. Removed the implant using a trephine bur around it.